Event description:
Healthcare professional through a regulatory agency reported "silicone perspiration, deflation and color change, stage 3 capsular contracture". This record is for the left side. Device was explanted and is unknown if it will be returned.

Manufacturer narrative:
Continued e1 phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii and rupture.